Event description:
Complainant alleged that during biomed testing, the device's display intermittently flickered and the front panel controls not to operate. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporate has received the product and will be providing a follow-up report when our investigation is completed.